Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 349 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated in hospital. Customer's blood glucose value was 349 mg/dl. The customer mother had stated that her daughter was in the hospital due to diabetic ketoacidosis and stated that sets were the cause of the issue troubleshooting was performed. The customer had visited to hospitalized on (B)(6) 2017 at 5:00 pm. The blood glucose value when admitted to hospital was 349 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was unknown. Customer was wearing the pump at time of hospitalization. The product was not returned for analysis.